Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose and was hospitalized. The customer did not provide information about the hospitalization. However, the customer did mention that they had issues with their insulin pump and sensor not working as designed. The customer sated that the issue let to a car wreck at a parking lot. The customer did not provide their blood glucose levels but sated that they had issues with high blood glucose levels. The customer declined troubleshooting. The customer was informed that a supervisor will be emailed about the issue and that the customer will be contacted soon to resolve the problem. The customer did not return the product back for analysis.